Event description:
A complaint of high readings was received on a customer's precision qid meter. The customer obtained a reading of 8.7mmol/l and lost consciousness. Paramedics were called. A reading of 6.0 mm0/l was obtained on the paramedic's meter. The customer was treated with a glucose injection and hypastop. The customer was not hospitalized.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the prod are received.